Event description:
The rep reported the device was during a low anterior resection. It was reported the cdh25 fired and had bleeding on the staple line. A second one was used with the same bleeding after it was fired. A temporary colostomy was performed to complete the case.